Manufacturer narrative:
The device has been returned. Once the investigation is completed a supplemental report will be submitted. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7 is not applicable as the device is manufactured by prescription and not implantable. Section h4: manufacturing data not available at the time of submission.

Event description:
It was reported that the patient had a reaction to the device that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.